Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. Journal article was provided and reviewed. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. Medical device images were provided. The image review and investigation of the reported event is currently underway. Lynch, f. C., & kekulawela, s. (2009). Removal of the g2 filter: differences between implantation times greater and less than 180 days. Journal of vascular and interventional radiology, 20(9), 1200-1209. Doi:10.1016/j.jvir.2009.05.039. ((B)(4)). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in the article, ¿removal of the g2 filter: differences between implantation times greater and less than 180 days¿, in the journal of vascular and interventional radiology 2009, that tilt, migration, perforation, detachment, and unintended movement were identified during filter retrieval procedures. Reportedly, most filters were retrieved without incident; however, some filters were unable to be retrieved. It was further reported, that upon deployment, some filters were not deployed in the intended position. There was no reported impact or consequences to the patients.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Lynch, f. C., & kekulawela, s. (2009). Removal of the g2 filter: differences between implantation times greater and less than 180 days. Journal of vascular and interventional radiology, 20(9), 1200-1209. Doi: 10.1016/j.jvir.2009.05.039. Investigation summary: the device was not returned for evaluation. However, images were provided for one of the involved devices. Images demonstrated a filter to be tilted some time after filter deployment. No other deficiencies with that filter could be determined from the provided images. Therefore, the investigation is confirmed for one tilted filter involved in the article. The investigation is inconclusive for all the other alleged tilted filter. In addition the investigation is inconclusive for the alleged perforation of the ivc wall, unintended movement of the filter, migration of the filter, positioning issues with the filter, detachment of filter components, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning/potential complications: delivery of the g2 filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter malposition. Filter tilt. Perforation or other acute or chronic damage of the ivc. Precautions: it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported in the article, ¿removal of the g2 filter: differences between implantation times greater and less than 180 days¿, in the journal of vascular and interventional radiology 2009, that tilt, migration, perforation, detachment, and unintended movement were identified during filter retrieval procedures. Reportedly, most filters were retrieved without incident; however, some filters were unable to be retrieved. It was further reported, that upon deployment, some filters were not deployed in the intended position. There was no reported impact or consequences to the patients.